Event description:
It was reported that during a moderately tortuous, mildly calcified, 99% stenosed, proximal left anterior descending coronary artery procedure, during deployment of the 3.5 x 48 mm xience xpedition a distal edge dissection occurred. Another xience v was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.